Manufacturer narrative:
A service engineer (se) evaluated the device, and reported that the "check vent: battery failed" error code was confirmed in the event log. The se reported that the battery was replaced to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11-d4: UDI (B)(4).

Manufacturer narrative:
E:(B)(6). Tel: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "battery failed" alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator displayed a "battery failed" alarm. The device was evaluated by a sales representative, and it was reported that the issue could not be duplicated. However, when the significant log was reviewed, it was confirmed that error code 1124 (cbit battery failed) was logged. / resolution pending.